Event description:
Medtronic received information regarding an imaging system during a electrode and probe placement procedure. It was reported that the gantry was not opening after closing around a patient. There was a less than one hour surgical delay. There was a patient present but no impact on patient outcome.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, completed system checkout. Opened and closed door 12 times. Unit was properly functioning and has been returned to service, continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.